Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 585 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and would not work. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer had a high blood glucose of 585 mg/dl and no troubleshooting was performed and no form of treatment was reported. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive esc button due to corroded keypad traces. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.